Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), product type: extension; product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 17-feb-2021, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 11-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a deep brain stimulator (dbs) on (B)(6) 2017, and had purulent infection occur behind the ear and on the head after surgery. The patient returned to the hospital for treatment. The doctor recommended to take anti-inflammatory drugs. The symptoms have been going away for a while, and then infection occurred again. The patient suffered from several repeated infections. The patient is currently taking oral anti-inflammatory drugs and embrocating with chinese herbal medicine water. The patient is currently observed at home.